Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid found within the cassette compartment, however, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were also visual indications of particulates around the catch post area and within the cassette compartment. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. The functioning inverter board was removed from the touch screen at the completion of the investigation. An internal visual inspection identified evidence of dried fluid between the pump assembly and display assembly, and within the recess of the bottom cover adjacent to the pump. A review of the device manufacturing records was conducted by the manufacturer. A mushroom head check was performed on the cycler and passed. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that the screen of their liberty select cycler went blank during an unknown phase of their treatment. When the patient rebooted the cycler, the ok and stop keys lit up, however the screen remained blank. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. Upon follow-up, the patient confirmed they completed their treatment by performing a manual pd exchange. It was confirmed that there were no adverse events experienced and no medical intervention was required as a result of the reported event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient.. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.